Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving fentanyl (500.0 mcg/ml at 200.26 mcg/day), bupivacaine (30.0 mg/ml at 12.016 mg/day), and clonidine (300.0 mcg/ml at 120.16 mcg/day) via an implantable infusion pump. The indication for use was noted as non-malignant pain. It was reported the patient reported persistent intermittent leaking from the pump surgical wound on (B)(6) 2017. On (B)(6) 2017 they discussed explanting the system as the patient was not satisfied with pain relief. On (B)(6) 2017 the patient was reluctant to proceed with an explant as he was fearful his pain would worsen. On (B)(6) 2017 they discussed possibly revising the pump pocket versus a system explant. On (B)(6) 2017 the pump was repositioned from the right low back to the right buttocks. The clinical and pre-operative diagnosis was necrotic medial aspect pump wound. It was noted that there was pump pocket erosion, a non-healing wound, and fat necrosis. The event resolved without sequelae on (B)(6) 2017. The etiology of the event was related to the device or therapy and not the implant procedure. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.